Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. All attempts at reconnecting and gaining an arterial pressure (ap) waveform were unsuccessful. They disconnected the fiber optic line and connected a radial arterial line for the remainder of the therapy. Therapy was not interrupted due to this issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter - (B)(6) manager. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. A kink was found on the catheter tubing approximately 40.9cm from the iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 26.2cm from iab tip. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.